Event description:
Patient (pt) reported they tried the ptnm (percutaneous tibial neuromodulation) therapy but reported that did not work for pt. Pt stated they are not sure if this was through (B)(6) as pt stated this was through their local urologist. When agent asked for event date pt stated they are still in the process of getting the treatment (unable to hear what else pt said at this point in the call). Agent heard pt to say "it's been well over a few months" since they started the treatment and noticed it was not working for pt. Documented information pt provided and redirected pt to hcp to further discuss. Pt does not have a current (B)(6) implant and is only undergoing ptmn treatments. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).